Manufacturer narrative:
Two test strips were returned for evaluation. One strip would not fill at all when a control test was attempted. It was noted the strip had foreign matter on the tip of it. The second strip was run with blood and gave satisfactory performance. Retention strips gave satisfactory performance.

Event description:
The customer received blood glucose readings of 247and 240mg/dl on the contour next ez meter, re-tested on a different meter and the reading was 79mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. The customer returned the test strips for evaluation. Replacement test strips and meter were sent to the customer.